Event description:
ICD code: age-related osteoporosis without current pathological fracture; (used with tymlos). Spontaneous: pt stated the last fill needle broke; advised her to contact MFR; no further info. No add'l info on how needle broke, sample is not available. Reported to (B)(6) by pt/caregiver.